Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation, and the serial number of the cycler in use at the hospital or prior was not able to be obtained to date. As such, a device history record review was not conducted. However, a cycler is not released unless there were no deviations or non-conformances during the manufacturing process.

Event description:
A patient's nurse reported that the patient passed away due to cardiac arrest while in the hospital. The nurse was not sure if the patient was dialyzing at the time of passing, however, the patient did perform peritoneal dialysis during her hospital stay. The patient was in the hospital for other comorbid reasons. The nurse did not believe the patient's death was due to dialysis and related it to her comorbid conditions. Medical records have been solicited.

Manufacturer narrative:
Although a temporal relationship may exist between the last ccpd treatment (unknown when the last treatment occurred) and the events of cardiac arrest and subsequent patient expiration, there is no documentation supporting a possible association between the liberty cycler and the patient¿s expiration. While hospitalized, the patient continued with peritoneal dialysis therapy and unknown if patient was dialyzing at the time of expiration. However, the patient had a highly significant and complex medical co-morbidities, in particular, previous cardiac conditions / history, previous history of a myocardial infarction and issues with calcium regulation which possibly had a causal and contributory relationship with the patient¿s expiration.there were no allegations against the liberty cycler or any of the fresenius products. Additional information and esrd death notification has been solicited.

Event description:
On (B)(6)2017 during a follow up call to the pdrn it was revealed the cause of death was cardiac arrest and pdrn was unsure if the patient was dialyzing at the time of expiration, but did confirm the patient did perform peritoneal dialysis (pd) during the hospital stay.